Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('device migration/ malposition of essure device location of device: moved around') in a 24-year-old female patient who had essure (ess205) (batch no. 620739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (number of pregnancies: 3) and parity 3 ((B)(6) 1999, (B)(6) 2007, (B)(6) 2001.). Concurrent conditions included uterine bleeding, uterine fibroid, frequency urinary, d & c, constipation, pelvic discomfort, uterine leiomyoma and dysfunctional uterine bleeding. Concomitant products included intrauterine contraceptive device (iud nos) since november 2018 and medroxyprogesterone acetate (depoprovera) since march 2007 for contraception. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced genital haemorrhage ("general abnormal bleeding"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 29 days after insertion of essure (ess205). In 2007, the patient experienced bladder disorder ("bladder problems/ bladder or urinary problems or changes"). In 2007, the patient was found to have uterine cancer ("uterine cancer") and experienced intestinal obstruction ("bowel obstruction"), pelvic pain ("pelvic pain/ pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), urinary tract disorder ("urinary tract disorder/ bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), fatigue ("fatigue"), cystitis interstitial ("reproductive system disorder of condition- type of disorder or condition: itstinal cystitis"), migraine ("migraines / headaches") and abdominal pain lower ("lower abdomen pain"). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On (B)(6) 2008, the patient experienced skin irritation ("allergic or hypersensitivity reaction type: irritation") and dry skin ("allergic or hypersensitivity reaction type:dryness"). In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), gastrointestinal disorder ("gastrointestinal disorder"), alopecia ("hair loss"), stress ("stressed"), depression ("depressed"), vulvovaginal rash ("rashes or skin conditions type: rash on the internal side of vagina"), mood altered ("hormonal changes/ mood change"), proctalgia ("anus pain") and menopausal symptoms ("menopause started hot flashes") and was found to have weight increased ("weight gain/weight loss(specify which one) unknown if gain or loss/ weight gain"). The patient was treated with surgery ((salpingectomy (bilateral),hysterectomy (full),surgical removal of coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, uterine cancer, intestinal obstruction, dyspareunia, female sexual dysfunction, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, vaginal infection, urinary tract infection, nausea, gastrointestinal disorder, fatigue, alopecia, cystitis interstitial, stress, depression, skin irritation, dry skin, vulvovaginal rash, migraine, weight increased, mood altered, proctalgia, abdominal pain lower and menopausal symptoms outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, cystitis interstitial, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, intestinal obstruction, menopausal symptoms, menorrhagia, migraine, mood altered, nausea, pelvic pain, pregnancy with contraceptive device, proctalgia, psychological trauma, skin irritation, stress, urinary tract disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight increased to be related to essure (ess205). The reporter commented: current weight 218 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) result- bilateral occlusion. Lot number:620739 manufacture date:2006/08 expiration date:2008/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: pfs received: previously reported event- weight fluctuation was replaced with specific event weight gain. Previously reported event- hormone level abnormal was replaced with specific event mood change, newly added event- menopausal hot flushes. Reporter was added, consumer address were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (",pelvic/abdominal pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary tract disorder"), vaginal discharge ("vaginal discharge"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), nausea ("nausea"), gastrointestinal disorder ("gastrointestinal disorder"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis interstitial ("interstitial cystitis"), stress ("stressed") and depression ("depressed") and was found to have neoplasm ("tumors"). The patient was treated with surgery ((salpingectomy (unilateral),hysterectomy (full))). At the time of the report, the device dislocation, dyspareunia, female sexual dysfunction, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, vaginal infection, urinary tract infection, nausea, gastrointestinal disorder, fatigue, alopecia, neoplasm, cystitis interstitial, stress and depression outcome was unknown and the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, cystitis interstitial, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hypersensitivity, menorrhagia, nausea, neoplasm, pelvic pain, psychological trauma, stress, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2007: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : unspecified event "injury to herself" was updated to more specific events: "dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic/abdominal, apareunia, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, hypersensitivity, psych injury, device migration, problems, urinary problems, vaginal discharge, bladder infect, vaginal infection, uti, nausea, gi conditions, fatigue, hair loss, tumors, interstitial cystitis, stressed / depressed". Outcome of events, "pain, bleeding" were changed to recovered/resolved".reporter contact information was added. Patient's demographics were added, essure insertion date updated and removal date added. Product indication updated. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('device migration/ malposition of essure device location of device: moved around'), pregnancy with contraceptive device ('pregnancy'), genital haemorrhage ('general abnormal bleeding'), uterine cancer ('uterine cancer') and intestinal obstruction ('bowel obstruction') in a 25-year-old female patient who had essure (ess205) (batch no. 620739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (number of pregnancies: 3) and parity 3 ((B)(6) 1999, (B)(6) 2007, (B)(6) 2001.). Concurrent conditions included uterine bleeding, uterine fibroid, frequency urinary, d & c, constipation, pelvic discomfort, uterine leiomyoma and dysfunctional uterine bleeding. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2018 and medroxyprogesterone acetate (depoprovera) since (B)(6) 2007 for contraception. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems/ bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder/ bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), fatigue ("fatigue"), cystitis interstitial ("interstitial cystitis"), skin irritation ("allergic or hypersensitivity reaction type: irritation"), dry skin ("allergic or hypersensitivity reaction type:dryness"), migraine ("migraines / headaches"), abdominal pain lower ("lower abdomen pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine cancer (seriousness criterion medically significant). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 8 months 11 days after insertion of essure (ess205). In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), gastrointestinal disorder ("gastrointestinal disorder"), alopecia ("hair loss"), stress ("stressed"), depression ("depressed"), vulvovaginal rash ("rashes or skin conditions type: rash on the internal side of vagina"), weight fluctuation ("weight gain/weight loss(specify which one) unknown if gain or loss") and proctalgia ("anus pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((salpingectomy (bilateral),hysterectomy (full),surgical removal of coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, uterine cancer, intestinal obstruction, dyspareunia, female sexual dysfunction, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, vaginal infection, urinary tract infection, nausea, gastrointestinal disorder, fatigue, alopecia, cystitis interstitial, stress, depression, skin irritation, dry skin, vulvovaginal rash, migraine, weight fluctuation, hormone level abnormal, proctalgia and abdominal pain lower outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, cystitis interstitial, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, intestinal obstruction, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, proctalgia, psychological trauma, skin irritation, stress, urinary tract disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight fluctuation to be related to essure (ess205). The reporter commented: current weight 218 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) result- bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs and mr received. Lot number was added. New events added: device breakage, pregnancy, device infective, irritation, dryness, rash on the internal side of vagina, migraines / headaches, weight gain/weight loss(specify which one) unknown if gain or loss, bowel obstruction, anus pain, lower abdomen pain. Concomitant conditions concomitant drugs, medical history and lab data and, reporters were added. Event neoplasm updated to uterine cancer. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('device migration/ malposition of essure device location of device: moved around'), pregnancy with contraceptive device ('pregnancy'), genital haemorrhage ('general abnormal bleeding'), uterine cancer ('uterine cancer') and intestinal obstruction ('bowel obstruction') in a 25-year-old female patient who had essure (ess205) (batch no. 620739) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida (number of pregnancies: 3) and parity 3 ((B)(6) 1999, (B)(6) 2007, (B)(6) 2001.). Concurrent conditions included uterine bleeding, uterine fibroid, frequency urinary, d & c, constipation, pelvic discomfort, uterine leiomyoma and dysfunctional uterine bleeding. Concomitant products included intrauterine contraceptive device (iud nos) since (B)(6) 2018 and medroxyprogesterone acetate (depoprovera) since (B)(6) 2007 for contraception. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant), intestinal obstruction (seriousness criterion medically significant), pelvic pain ("pelvic pain/ pelvic pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), psychological trauma ("psych injury"), bladder disorder ("bladder problems/ bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder/ bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), nausea ("nausea"), fatigue ("fatigue"), cystitis interstitial ("interstitial cystitis"), skin irritation ("allergic or hypersensitivity reaction type: irritation"), dry skin ("allergic or hypersensitivity reaction type:dryness"), migraine ("migraines / headaches"), abdominal pain lower ("lower abdomen pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have uterine cancer (seriousness criterion medically significant). On (B)(6) 2007, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 8 months 11 days after insertion of essure (ess205). In 2008, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), hypersensitivity ("hypersensitivity"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), urinary tract infection ("uti"), gastrointestinal disorder ("gastrointestinal disorder"), alopecia ("hair loss"), stress ("stressed"), depression ("depressed"), vulvovaginal rash ("rashes or skin conditions type: rash on the internal side of vagina"), weight fluctuation ("weight gain/weight loss(specify which one) unknown if gain or loss") and proctalgia ("anus pain") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((salpingectomy (bilateral),hysterectomy (full),surgical removal of coils). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, uterine cancer, intestinal obstruction, dyspareunia, female sexual dysfunction, hypersensitivity, psychological trauma, bladder disorder, urinary tract disorder, vaginal discharge, cystitis, vaginal infection, urinary tract infection, nausea, gastrointestinal disorder, fatigue, alopecia, cystitis interstitial, stress, depression, skin irritation, dry skin, vulvovaginal rash, migraine, weight fluctuation, hormone level abnormal, proctalgia and abdominal pain lower outcome was unknown and the genital haemorrhage, pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, cystitis interstitial, depression, device breakage, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, hypersensitivity, intestinal obstruction, menorrhagia, migraine, nausea, pelvic pain, pregnancy with contraceptive device, proctalgia, psychological trauma, skin irritation, stress, urinary tract disorder, urinary tract infection, uterine cancer, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal rash and weight fluctuation to be related to essure (ess205). The reporter commented: current weight 218 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Imaging procedure - on (B)(6) 2007: essure confirmation test(s) (unspecified) result- bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, menorrhagia. Lot number:620739 manufacture date:2006/08 expiration date:2008/07 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 8-oct-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.